Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she was off pump therapy and she had bad control and had gone into diabetic ketoacidosis while on the insulin pump. Customer declined a transfer to the helpline for assistance.